Event description:
The customer reported that the insulin pump alarmed for no delivery. The customer attempted to clear the alarm and the insulin pump got stuck in a loop. The blood glucose reading was 214 mg/dl. The customer was advised to hold down the act button until a second series of beeps or numbers appear on the display and the customer stated there were neither. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.